Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 527 mg/dl. Customer treated for their high blood glucose with insulin pump. The customer stated that blood glucose reading was 327 mg/dl and then he gave insulin and got bolus not delivered and blood glucose was in the 527 mg/dl. Customer was not using auto mode feature active at the time of event. The insulin pump will be returned for analysis.